Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had ventricular vegetation, a pulmonary emboli, sepsis and device endocarditis. The entire system was removed. No further patient complications have been reported as a result of this event.